Event description:
It was reported that on (B)(6) 2024, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were placed on a 27-week-old infant shortly after arrival to the neonatal intensive care unit (nicu). An infusion pump was used with tubing ref# (B)(4) for both uac and uvc lines. The uac line had an added transducer attached to the end with one, 3-way stopcock prior to the patient line connection. All IV lines were reportedly primed and flushed several times, during set up and then again before connecting to the patient¿s catheters. The connection to the infant occurred approximately 1959-2000 hrs. It was reported that the infant's condition "abruptly deteriorated within minutes"; "heart rate dropped"; "cyanosis was noted". Advanced cardiovascular life support (acls) measures were implemented including intubation and medication administration. Once stabilized, a repeat chest x-ray was taken which reportedly showed "air in the left ventricle of the heart." This was not seen on a previous chest x-ray taken after line placement. During the above actions, providers noted air in the uac line which they aspirated and removed approximately 2 to 3ml. The patient reportedly died 8 days later. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern. Pumps were evaluated by agiliti biomed and no deficiencies were found..." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that the primary and secondary causes of death were "complications of premature birth ¿ 27 weeks and 4 days. Anoxic brain injury, multiple organ dysfunction."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were placed on a 27-week-old infant shortly after arrival to the neonatal intensive care unit (nicu). An infusion pump was used with tubing ref# 2426-0007 for both uac and uvc lines. The uac line had an added transducer attached to the end with one, 3-way stopcock prior to the patient line connection. All IV lines were reportedly primed and flushed several times, during set up and then again before connecting to the patient¿s catheters. The connection to the infant occurred approximately 1959-2000 hrs. It was reported that the infant's condition "abruptly deteriorated within minutes"; "heart rate dropped"; "cyanosis was noted". Advanced cardiovascular life support (acls) measures were implemented including intubation and medication administration. Once stabilized, a repeat chest x-ray was taken which reportedly showed "air in the left ventricle of the heart." This was not seen on a previous chest x-ray taken after line placement. During the above actions, providers noted air in the uac line which they aspirated and removed approximately 2 to 3ml. The patient reportedly died 8 days later. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern. Pumps were evaluated by agiliti biomed and no deficiencies were found..." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that the primary and secondary causes of death were "complications of premature birth ¿ 27 weeks and 4 days. Anoxic brain injury, multiple organ dysfunction." Bd received additional information regarding tubing set up: bd tubing ref (B)(4), lot# 24109078 was used. The IV solution (bag) was spiked using the IV infusion sets listed. The IV line was primed by gravity then the tubing was placed in the alaris pump. Umbilical artery catheter (uac) lines were to be used for monitoring blood pressure and blood sampling. To accomplish this, the distal end of the IV tubing was attached a transducer. Transducer used was ICU medical (manufacturer), model# 42801-24. At the distal end of the transducer tubing were one 3-way stopcock with a syringe attached to one port was added. This is part of the ICU medical transducer set. The set comes with two stopcocks, but staff removes one. The line was then attached to end of the uac which led to the baby.

Manufacturer narrative:
Additional information : unique identifier (UDI) #. Correction : manufacturer narrative. Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported incident of the pump module not alarming for air-in-line was not confirmed through review of the device logs or replicated during device testing. Inspection and testing of the pump module s/n (B)(6) did not find any existing malfunctions. No anomalies were observed with the air detection system. The suspect device was found to alarm for air-in-line and accumulated air as designed and within specifications. It was observed through review of the logs that the suspect pump module s/n (B)(6) was attached to the concomitant pcu s/n (B)(6) on the date of the reported incident. The event logs for the pcu were overwritten, with the last recorded event date being (B)(6) 2025. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. The suspect pump module s/n (B)(6) event log shows the unit was powered on (B)(6) 2024 at 7:11 pm. The air in line setting for single air bolus was set to 75microl with accumulated air enabled. Between 7:12 pm and 7:25 pm, two (2) safety clamp open alarms were observed. At 7:26 pm, the channel was selected, and an infusion of an unknown drug was programmed and started at a rate of 1 ml/h and a volume to be infused (vtbi) of 10 ml. Between 7:27 am and 11:08 pm, four (4) occluded patient side alarms were observed. Between 8:36 pm and 11:08 pm the pump module door was opened and closed in five (5) instances. The device was kept in use for approximately eight (8) days, until (B)(6) 2024, at 10:55 am, an air-in-line alarm was observed. Three (3) seconds after the alarm, the unit was channeled off. Root cause: the root cause of the reported pump module not alarming for air-in-line was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be detecting air-in-line within specification. It was noted during the log review that an air-in-line alarm was observed on (B)(6) 2024 at 10:55 am which indicates that the air-in-line circuitry was detecting air at that time. Note that this report lists imdrf annex a0401, a040502, a0404, a230502, a070908, c07, c0601, c23, d01, d11, g02017, g0405206, g03005, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that on (B)(6) 2024, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were placed on a 27-week-old infant shortly after arrival to the neonatal intensive care unit (nicu). An infusion pump was used with tubing ref# 2426-0007 for both uac and uvc lines. The uac line had an added transducer attached to the end with one, 3-way stopcock prior to the patient line connection. All IV lines were reportedly primed and flushed several times, during set up and then again before connecting to the patient¿s catheters. The connection to the infant occurred approximately 1959-2000 hrs. It was reported that the infant's condition "abruptly deteriorated within minutes"; "heart rate dropped"; "cyanosis was noted". Advanced cardiovascular life support (acls) measures were implemented including intubation and medication administration. Once stabilized, a repeat chest x-ray was taken which reportedly showed "air in the left ventricle of the heart." This was not seen on a previous chest x-ray taken after line placement. During the above actions, providers noted air in the uac line which they aspirated and removed approximately 2 to 3ml. The patient reportedly died 8 days later. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern. Pumps were evaluated by agiliti biomed and no deficiencies were found..." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that the primary and secondary causes of death were "complications of premature birth ¿ 27 weeks and 4 days. Anoxic brain injury, multiple organ dysfunction." Bd received additional information regarding tubing set up: bd tubing ref 2426-0007, lot# 24109078 was used. The IV solution (bag) was spiked using the IV infusion sets listed. The IV line was primed by gravity then the tubing was placed in the alaris pump. Umbilical artery catheter (uac) lines were to be used for monitoring blood pressure and blood sampling. To accomplish this, the distal end of the IV tubing was attached a transducer. Transducer used was ICU medical (manufacturer), model# 42801-24. At the distal end of the transducer tubing were one 3-way stopcock with a syringe attached to one port was added. This is part of the ICU medical transducer set. The set comes with two stopcocks, but staff removes one. The line was then attached to end of the uac which led to the baby.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the pump module not alarming for air-in-line was not confirmed through review of the device logs or replicated during device testing. Inspection and testing of the pump module s/n (B)(6) did not find any existing malfunctions. No anomalies were observed with the air detection system. The suspect device was found to alarm for air-in-line and accumulated air as designed and within specifications. It was observed through review of the logs that the suspect pump module s/n (B)(6) was attached to the concomitant pcu s/n (B)(6) on the date of the reported incident. The event logs for the pcu were overwritten, with the last recorded event date being (B)(6) 2025. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. The suspect pump module s/n (B)(6) event log shows the unit was powered on (B)(6) 2024 at 7:11 pm. The air in line setting for single air bolus was set to 75microl with accumulated air enabled. Between 7:12 pm and 7:25 pm, two (2) safety clamp open alarms were observed. At 7:26 pm, the channel was selected, and an infusion of an unknown drug was programmed and started at a rate of 1 ml/h and a volume to be infused (vtbi) of 10 ml. Between 7:27 am and 11:08 pm, four (4) occluded patient side alarms were observed. Between 8:36 pm and 11:08 pm the pump module door was opened and closed in five (5) instances. The device was kept in use for approximately eight (8) days, until (B)(6) 2024, at 10:55 am, an air-in-line alarm was observed. Three (3) seconds after the alarm, the unit was channeled off. Per label review, the alaris pcu and pump module technical service manual (v9.33) states the following: the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250microl. The default setting is 75microl. (In anesthesia mode only, the threshold value can be set to 500microl.) When the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250microl. (In anesthesia mode only, the threshold value can be set to 500microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500microl, it also detects and responds to multiple small boluses of a predetermined number, depending on the bolus size selected as the air-in-line detection threshold. Despite the identification of a third-party part, it was not found to be a contributing factor to the reported event since the device was operating as intended during testing. A medical device safety alertmms-21-4263-us) was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: 8100 pump module s/n (B)(6) (suspect). Please replace the mechanism assembly and bezel assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. It was noted that the rear case was a third party. 8100 pump module s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. 8100 pump module s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. 8015 pcu s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. 8015 pcu s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. 8015 pcu s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. 8110 syringe module s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. 8110 syringe module s/n (B)(6) (concomitant). Device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported pump module not alarming for air-in-line was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be detecting air-in-line within specification. It was noted during the log review that an air-in-line alarm was observed on (B)(6) 2024 at 10:55 am which indicates that the air-in-line circuitry was detecting air at that time. Note that this report lists imdrf annex a0401, a040502, a0404, a230502, a070908, c07, c0601, c23, d01, d11, g02017, g0405206, g03005, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that on (B)(6) 2024, an umbilical arterial catheter (uac) and umbilical venous catheter (uvc) were placed on a 27-week-old infant shortly after arrival to the neonatal intensive care unit (nicu). An infusion pump was used with tubing ref# (B)(4) for both uac and uvc lines. The uac line had an added transducer attached to the end with one, 3-way stopcock prior to the patient line connection. All IV lines were reportedly primed and flushed several times, during set up and then again before connecting to the patient¿s catheters. The connection to the infant occurred approximately 1959-2000 hrs. It was reported that the infant's condition "abruptly deteriorated within minutes"; "heart rate dropped"; "cyanosis was noted". Advanced cardiovascular life support (acls) measures were implemented including intubation and medication administration. Once stabilized, a repeat chest x-ray was taken which reportedly showed "air in the left ventricle of the heart." This was not seen on a previous chest x-ray taken after line placement. During the above actions, providers noted air in the uac line which they aspirated and removed approximately 2 to 3 ml. The patient reportedly died 8 days later. Bd received additional information. It was reported that "no audible alarms sounded, per staff in the room. The location of the air was distal to the pump. Pump failure was not a concern. Pumps were evaluated by agiliti biomed and no deficiencies were found..." The customer (registered nurse quality improvement: rl admin lite & medsun reporter) stated that the primary and secondary causes of death were "complications of premature birth ¿ 27 weeks and 4 days. Anoxic brain injury, multiple organ dysfunction." Bd received additional information regarding tubing set up: bd tubing ref (B)(4), lot# 24109078 was used. The IV solution (bag) was spiked using the IV infusion sets listed. The IV line was primed by gravity then the tubing was placed in the alaris pump. Umbilical artery catheter (uac) lines were to be used for monitoring blood pressure and blood sampling. To accomplish this, the distal end of the IV tubing was attached a transducer. Transducer used was ICU medical (manufacturer), model# 42801-24. At the distal end of the transducer tubing were one 3-way stopcock with a syringe attached to one port was added. This is part of the ICU medical transducer set. The set comes with two stopcocks, but staff removes one. The line was then attached to end of the uac which led to the baby.

Manufacturer narrative:
Additional information: imdrf annex a, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.